Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The daughter reported via phone call that the customer received a compromised force sensor system alarm. Customer's blood glucose was 5.3 mmol/l. The caller was unable to confirm any damage to the drive support cap because the entire end of the insulin pump was falling apart. The caller reported the drive support cap has fallen away. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No alarm or loose drive support cap could be confirmed due to a detached and missing end cap. The insulin pump was received with cracked battery tube threads, a broken reservoir tube lip, cracked reservoir tube, cracked case near the display window corners, and a cracked display window.